Event description:
Clinical trial. It was reported that 19 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure identified and treated one target lesion in the 1st obtuse marginal. Target lesion one was a de novo, 2.4x20mm, totally occluded lesion with thrombus present prior to treatment. The lesion was predilated with a 2.0x20mm guidant voyager balloon and a 2.50x24mm taxus liberte drug eluting stent was placed at 14atm resulting in 10% residual stenosis with possible residual thrombus present. The patient was discharged seven days later on asa and plavix. The patient expired at home 19 days post index procedure. The cause of the patient's death is unknown. The patient was reported to be taking asa and plavix at the time of his death. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.